Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 5145 joules during a prostate procedure. The procedure was completed with an alternative surgical procedure (turp). No pt or end user injury was reported.

Manufacturer narrative:
(B)(4).